Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data collected from the device was analyzed. Battery depletion was indicated on (B)(4)-2011.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient required "reanimation". Device malfunction suspected. It was also reported that there was high impedance, high threshold and elongation/stretching and deformation of the right ventricular lead. As a precaution, the entire system was explanted and replaced. No further patient complications were reported as a result of this event.